Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The set has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported patient had morphine sulfate infusing. Rn noted that set was leaking from a cracked female luer on the IV set. Twenty four hours later the PICC clotted which was removed and restarted. No reported patient harm. Customer states no further patient or event information is available.